Event description:
Spontaneous communication: patient stated she is having issues with pumps: sn (B)(4) and (B)(4). Both showing no disposable, pump won't run or clamp, she tried same cassette on both pumps with same error message. Patient replaced battery and received same error message. Asked patient to check tubing and clamp. Then, asked patient to mix new cassette and add to the pump to see if the pump will provide same error message. As author was talking to patient, she stated that her husband already made the pump work by "removing air from the cassette." No issues with the pump at this time. Patient used same cassette. No other information available. Lot number for cassettes- unavailable. Replaced both pumps. Nursing will be provided. Dose: treprostinil 100 ng/kg/min. Is the cassette available to be returned for investigation? Unk. Has this incident happened within the past 6 months? No; has this pt reported a pump malfunction within the past 6 months? No; product fault occurred while in use with the pt. Product issue cause interruption in treatment but no other side effect or clinical injury. Pumps available for investigation. Pumps/ cassettes replaced. Reported (B)(6) by pt/caregiver.